Manufacturer narrative:
Section b3, date of event was updated. The initial report stated: "on (B)(6) 2021 the repeat result from another roche instrument was 16.6 ng/ml." Clarification was received that this should state: "on (B)(6) 2021 the repeat result from the same e801 analyzer was 16.6 ng/ml."

Manufacturer narrative:
Several abnormal signal low alarms and sample clot alarms were observed on the customer's alarm trace data. The issue was solved after the pinch valve was replaced. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sample was also tested by 3 other manufacturer methods: the result from the siemens method was 12.69 ng/ml. On (B)(6) 2021 the result from the beckman coulter method was 17.32 ng/ml. On (B)(6) 2021 the result from the abbott method was 14.24 ng/ml. It was noted that the sipper probe drips occasionally during operation. The field service engineer (fse) replaced the pinch valve. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys cea (cea) on a cobas e801 module. The initial result from the e801 module was 1.0 ug/l. This result was reported outside of the laboratory. On (B)(6) 2021 the repeat result from another roche instrument was 16.6 ng/ml. The cea reagent lot number and expiration date were not provided.